Event description:
It was reported that, upon receipt of five devices in a cord blood transplantation facility, and prior to use, several clear ¿water like¿ droplets were observed inside the tubing attached to the freezing bag component of the device. The devices were therefore not used to process cord blood.

Manufacturer narrative:
The involved devices were returned to the firm's manufacturing facility for further investigation. Visual examination confirmed the user's observation of droplets in the freezing bag. Medical device components made of thermoplastics generally contain agents to facilitate flow into molds upon heating, and permit the polymers to precisely take on the shape of that mold. This is true for the plastic polymer comprising the device's freezing bag, ethylene vinyl acetate (eva) polymer, which has been used to make the freezing bag and its attached tubing for more than 10 years now. Biocompatibility testing of the freezing bags had previously confirmed that they meet both the requirements of the united states pharmacopeia (usp) <88> biological reactivity testing, in vivo (class vi testing) and comparable sections of the iso 10993 series of standards. The current version of the freezing bag is thermoformed under slightly different conditions from the original freezing bag, and it is believed the current process may allow small amounts of a surfactant in the polymer to condense. When this condensation occurs in the bag a light translucent-appearing line, can be seen in the bag. When this condensation occurs in the tubing, tiny droplets can be seen in the tubing. These droplets sometimes appear almost as a "bracelet" around the perimeter of the tubing at a specific point. Biocompatibility testing of the affected units was conducted using mouse fibroblast cell culture, and demonstrated that these bags met the requirements specified in usp 31, nf 26, 2008 <87> biological reactivity tests, in vitro. Although the deviation is concluded to be non-functional, consideration may be made to take steps in the future to minimize the observation of these translucent lines and droplets representing the condensation of surfactant. In the meantime, the appearance of droplets is classified as a cosmetic deviation which does not affect the function of the device. Summary: the user's observation was confirmed. Testing revealed the deviation to be cosmetic, and non-functional. Proximate cause: condensation of surfactant during bag-forming process. Root cause: process related. CAPA: not required but will be under consideration in the future. Unless substantially significant information becomes available, this constitutes a final report.